Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Based on the volume issue, the daily drug dosage was lowered. A catheter access port (cap) dye study was performed and the catheter was observed to have leakage near the catheter tip. The patient reported experiencing heightened pain and shakiness on (B)(6) 2017. Patient implant records indicate that a new pump was implanted in the patient on (B)(6) 2017.